Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer (vs) instrument did not work. Site did not try another vs instrument in the erbe generator and completed the case without the vs instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer confirmed the issue occurred only once and did not happen again. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.